Event description:
It was reported the patient presented remotely via merlin.net. Analysis of the transmission showed that the right ventricular (rv) pacing lead impedance (pli) was low and out of range. Rv lead noise was also observed. Programming changes were made. There were no patient consequences.